Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2gm, route and frequency not reported), ceftazidime injection (1gm, route and frequency not reported) and tobramycin injection (40mg, route and frequency not reported) for the event. At the time of this report, the event was ongoing and the patient remained hospitalized for the event. Action taken with pd therapy was not reported. No additional information was available at the time of this report.